Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd phaseal¿ secondary set c61, there was leakage found between the tubing and the spike. There was no report of exposure to mucous membranes, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one initial sample was received for investigation by our quality engineer, followed by thirty additional representative samples. A functionality test was performed on the initial sample, and leakage was confirmed at the tube-spike location. Upon inspection of the thirty additional samples, the tubing was observed to be impacted due to maintaining a coiled position for a large amount of time. This coiling impacted the air leakage test, as the product cannot move during the air test, therefore all thirty samples failed the air leakage test. Underwater leakage testing, which was determined more reliable for this incident, did not result in leakage for any of the additional samples. A device history record review did not reveal any non-conformances during the production of the provided lot number that could have contributed to the reported /observed defect of leakage. A computed tomography scan (CT) was performed on the initial sample and one of the additional samples. The CT scan revealed a molding issue within the initial sample at the location of the spike component, where the tubing is connected. The molding defect resulted in a misaligned connection, causing one side of the component wall to be thinner, resulting in leakage. The cazin manufacturing plant, which produces product code 515302, is working in collaboration with fellow quality engineers to further investigate the potential root causes for this issue. Additional testing on 2 other affected lots reveals no leakage defects. Investigation conclusion: defect on spike port - CT scan is showing lack of centricity of lower part of spike component and hole on spike port. Root cause of leakage on c61 is molding issue with spike component lower part of spike where tubing is connected is not centric, this defect will make wall of component thinner on one side an thus cause leakage.

Event description:
It was reported that while using a bd phaseal¿ secondary set c61, there was leakage found between the tubing and the spike. There was no report of exposure to mucous membranes, serious injury or medical intervention.

Event description:
It was reported that while using a bd phaseal secondary set c61, there was leakage found between the tubing and the spike. There was no report of exposure to mucous membranes, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.